Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported an alternate current (ac) power failure and led (light emitting diode) failure. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 04jun2019, date rec¿d by MFR :04jun2019. The manufacturer¿s international service technician evaluated the unit and confirmed that it could not run on alternating current (ac) power and that the light emitting diode (led) of the power switch had an illumination failure. The power supply was replaced to address the ac power failure, and the power switch overlay was replaced to address the led illumination failure. The unit successfully passed functionality testing after the repair was completed. The faulty power switch overlay has been disposed of and it is not expected to be returned for failure investigation submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report received: 16 jul 2019. MFR received date:11 jul 2019. The faulty psu (power supply unit) was returned and fi (failure investigation) was performed. The returned psu was installed into a test ventilator unit in an attempt to duplicate the reported problem. The ventilator did not boot up in normal operation mode. The main power nodes and relevant components were measured to verify that the values are within range and testing failed. The case of the returned psu was opened and inspected for obvious damage. Electrical overstress of a resistor near q1 leads was suspected. Electrical probing verified the failure of q1. Further inspection of the resistors revealed charring and overstress on the submitted unit. The customer's reported problem was verified. The root cause was determined to be the failure of the q1 and smt resistor, and current resistors which resulted in the failure of the ac psu. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.